Event description:
Customer reported the she was hospitalized due to low blood glucose level. Unable to get any further information customer hung up. Customer blood glucose level was 198 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.